Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and lumbar radiculopathy. It was reported that the patient's pump was not functioning. There were no reported symptoms. No further complications were reported.